Event description:
It was reported that noise was noted on the right atrial (ra) lead. Poor sensing was also observed on the ra lead. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.